Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action was not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Pt was revised due to pain and stiffness in knee.